Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2001107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced injector loose or separation of injector and mating component and leakage. While the event description has not specifically stated that the chemo drug made skin contact, the event is being considered a serious injury. Based on the available information, it appears likely the chemotherapy drug splashed onto the device operators or patient's skin. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no: 515052. Batch no: unknown. During chemo infusion rn was notified line to patient had become disconnected resulting in a chemo spill. Point of disconnection occurred with needleless connector and phaseal optima injector and connector as one unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced injector loose or separation of injector and mating component and leakage. While the event description has not specifically stated that the chemo drug made skin contact, the event is being considered a serious injury. Based on the available information, it appears likely the chemotherapy drug splashed onto the device operators or patient's skin. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no: 515052 batch no: unknown during chemo infusion rn was notified line to patient had become disconnected resulting in a chemo spill. Point of disconnection occurred with needleless connector and phaseal optima injector and connector as one unit.